Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported that he was hospitalized for diabetic ketoacidosis, with blood glucose over 720 mg/dl. The customer stated that he had high blood glucose levels for five hours prior to the event. The customer also stated that he had tried changing his infusion sets and taking manual injections. Nothing further was reported.